Manufacturer narrative:
(B)(4). The reported complaint for iab "blood noted in drive line" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action was required at this time. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "iab rupture / abrasion". The report states that brown-tinged condensation was noted in the tubing. The pump also alarmed for "helium loss 2". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "critical" prior to and after the event.

Event description:
Reported as "iab rupture / abrasion". The report states that brown-tinged condensation was noted in the tubing. The pump also alarmed for "helium loss 2". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "critical" prior to and after the event.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.